Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt has an ipg for off-label use. Allegedly, the pt's ipg has reached end-of-life. The pt will undergo surgical intervention to address the issue.